Manufacturer narrative:
Device evaluation of the monitor has been completed. The reported problem (service code 2102) was confirmed. There was an intermittent connection between the monitor and belt. Per 91c0011, this is a failure of the hardware, not the result of incorrectly positioned pucks. If one channel fails, the other can be used to detect a heart rhythm. When ECG pucks on both channels fail to provide data to the belt node, ECG sampling fails. For this issue to be considered a 2000-level error, it must include pucks from both the fb and ss channels. There was no adverse event that occurred related to this issue. The root cause for the service code 2102 could not be positively identified. There were no adverse events associated with the monitor malfunction.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 2102 (belt node ECG no reliable leads).